Event description:
Related manufacturer reference number: 2017865-2022-01887. It was reported that the right ventricular lead exhibited undersensing. Programming changes were made. Some variable r waves episodes, a post paced t wave oversensing episode and a few atrial fibrillation with rapid ventricular response episodes were observed after the programming changes. The physician decided not to make any additional changes since the patient was not dependent and did not experience any adverse consequences. The patient would continue to be monitored.